Event description:
It was reported that during a visit to the doctor in 2002, the incision required additional suturing to fully close the wound. At that time, the doctor placed a few stitches (exact quantity unknown) over the incision to further close the wound. In may 2002, the patient was seen at the implant center for reported headpiece retention problem. In june 2002, a company representative spoke with the audiologist on the phone. It was reported that the doctor is monitoring the patient's skin flap to determine if skin flap revision sugery will be required.